Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported reason "unit had no audible alarm". The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the enteral feeding pump to covidien with no specific issue reported. Upon triage on (B)(6) 2017 the service technician found that the unit had no audible alarm.